Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and replace battery now alarms. The customer¿s blood glucose level was unknown. Customer stated that they inserted a new battery in and the display was blank. Customer states they did not receive a low battery alert prior to the off no power alert. The customer also reported that they had second occurrence of off no power without a low battery warning. The troubleshooting was performed and was advised to insert the new battery. Customer stated that the display returned. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.